Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. The battery was evaluated at philips and the failure was confirmed and further clarified. When plugged into a similar mrx with ac power, the device would show a "shutting down now" message. Philips sent the customer a new battery which resolved the failure.